Event description:
Sterile punctate keratitis with sterile corneal ulcer. Patient received trial contact lenses approximately (B)(6) 2015. At one month followup, eye care practitioner noted 3 tiny clusters of sterile punctate keratitis os. Lens use continued. At two month follow up, clusters were larger. At three month follow-up, the areas were more extensive with infiltrates, and a sterile corneal ulcer was present. A mirror image of the same condition was present od. Lens use was discontinued for 4 weeks and the condition has completely resolved.

Manufacturer narrative:
Results: based on the reporting by the eyecare practitioner, the issue is a fitting issue that may be alleviated by obtaining contact lenses with a different prescription. The ecp intends to refit the patient in the same lens style (same material), but with a different prescription. The lenses involved in the adverse event should be returned at that time and be available to the manufacturer for evaluation.